Event description:
It was reported that , the polarstem stem inserter was broken. As this happened in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Results of investigation: it was reported that a polarstem stem inserter broke. No patient was involved in this issue. The device, intended for use in treatment, was not returned for investigation. No batch number was communicated, therefore it cannot be determined whether the part met the manufacturing specification at the time of distribution. A complaint history review was conducted. The complaint is in line with the current risk management. Review of past corrective actions was performed. No further escalation is required. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.